Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model 401624) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a procedure, the balloon of the pacel catheter was misshapen, and after insertion into the patient, it expanded unevenly. On removal, the balloon was found to be damaged. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.